Manufacturer narrative:
The device was further evaluated by physio control. The reported issue of the device not powering on was verified. The cause of the reported issue is a short on the pcb assembly. The customer was provided with a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device.upon evaluation it was found that device was not able to power on.there was no patient use associated with the reported event.

Manufacturer narrative:
Physio control initially evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation it was found that device was not able to power on. There was no patient use associated with the reported event.